Event description:
In 2005, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm. Gore excluder aaa endoprostheses were successfully implanted. However, the final angiogram and routine post-operative CT scans revealed a persistent type ii endoleak. The physician chose to correct the leak in 2007 using coil embolization. The pt's inferior mesenteric artery was fully occluded in the process. The pt tolerated both procedures.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: pxc141200/03861961.